Event description:
Per the info provided to co by the physician's office, the device was removed due to "tubing break of cylinder junction." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 2/13/96 and revised on 6/24/97 due to a "tubing break at cylinder junction." A pump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site at the apex of cylinder #2's strain relief, confirming the observations at explant. This is the only site of leakage. Examination of the surfaces of the separation reveals markings characteristic of stress(s) induced rending. Opposite the separation a crease mark is noted in the surface of the strain relief. Additionally examination of the tubing exiting the pump and both cylinders reveals areas of confined abrasion. The pattern of the noted abrasion indicates that the tubings were overlapped and/or twisted. Based on qa's examination and the limited info rec'd, qa concluded that while in-vivo the outlet tubes were overlapped and/or twisted, and abrading against each other. Additionally, cylinder #2's strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the loss of fluid and render the device inoperable.